Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure due to an occlusion. The blood glucose reading was 175 mg/dl. The customer stated that he received the alarm every time he performed a bolus of 3 units or more. The device would deliver insulin after resuming the process. He was unable to troubleshoot as this was a past event. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.